Event description:
It was reported that one patient required reoperation for a malfunctioning stimulator. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).